Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the gauze is linting.

Manufacturer narrative:
A review of the device history record (DHR) for lot no. 18d179462 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspectors routinely examine a statistical sample both physically and visually. Sampling of this lot for ¿loose threads/lint¿ resulted in no abnormalities noted during the inspection of the packages. The lot met all defined acceptance requirements and was released. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The current process is running according to product specifications meeting quality acceptance criteria. A definitive root/probable cause is unable to be determined. This complaint will be utilized for tracking and trending purposes.